Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the shortened replacement window advisory population, declared elective replacement indicator (eri) after approximately 53 months of implant. Concern was expressed that the device may have reached eri earlier that expected.

Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation. Current records indicate that this device remains in service at this time, with replacement pending. This event will be updated if any additional information becomes available.